Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that the insulin pump was suspended. The customer's blood glucose was 438 mg/dl at the time of incident. The customer's father stated that the high blood glucose was not treated yet at the time of call. The customer's father declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.